Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the surgeon used the visiport for the first time without consulting the product specialist for instructions first. She stated that she pushed the camera into the visiport which probably caused the transparent top to fall off. It wasn't possible to see if the knife fell off inside the pt so they broke the transparent top and found the knife inside the device. They also compared the parts to a demo visiport to make sure nothing was left in the pt. No pieces fell into the cavity, the piece was found outside the cavity after the surgeon decided to convert to an open procedure for other reasons. The pt was discharged in a normal manner and is doing well. No pt injury was reported.